Event description:
A susceptibility report message, which the microbiology lab uses as an indicator for verifying oxacillin results did not print on a pt lab report from the vitek instrument. The lab did not verify oxacillin results on this pt's blood culture report. The pt's physician has stated that as a result of a lab error, a treatment error occurred leading to development of an abscess. This abscess has put pressure on the pt's spinal cord causing paralysis of the legs.